Event description:
It was reported that the pt's mother heard the pt's pump alarm; the pt had sweaty palms, was irritable and displayed symptoms of withdrawal. The physician stated that the pt had missed their refill date and when the pt went in for a refill in 2009, the pump was empty. When the pump was interrogated, a motor stall was noted two days prior, in the event logs, with no motor stall recovery recorded. They tried to update the pump, but there was no recovery noted. A bolus was given to the pt, but they did not know the results. The physician planned to hospitalize the pt in order to monitor the pt closely. The pump was replaced. The medication being delivered via the device system was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.